Manufacturer narrative:
The returned skull clamp was in fair condition. The 80# torque knob tested in specification, but the swivel lock had movement when locked. The large starbust teeth were not worn, but the threads were damaged and needed helicoil replacement, the ratchet arm had no visible cracks. The adjusting wrench was missing. The skull clamp was tested. When properly positioned, adjusted and locked, a condition in which it could be made to "slip" could not be duplicated. The clamp has been repaired and returned to the hospital.

Event description:
A skull clamp was reported to be involved in an incident. The nurse at the hospital stated "there was one incident - one laceration from a skull pin. It was discovered when the drapes were removed after the operation was completed and was closed with sutures." The entire set-up including the swivel adapter and base unit were returned for evaluation. It was determined that only the skull clamp was involved in the incident.